Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead placement despite multiple reprogramming attempts. The physician stated that the leads were difficult to place at the original implant. The patient underwent a lead replacement procedure.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).